Event description:
It was reported that a ez45b was used during an unk procedure. It was reported by the affiliate that the instrument would not cut the tissue. The tissue was cut with scissors. There was no consequence to the pt.